Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was capped due to a non-product experience. A sales representative later stated fluoroscopy revealed the lead was dislodged. As result, the patient underwent a surgical revision wherein the lead was surgically abandoned. A new rv lead was implanted during the procedure.